Event description:
The patient was seen at the implant center for device evaluation in october 2001. Clinician concluded that the device was intermittently functioning. Patient also reported intermittent percept problems; revision surgery was scheduled.